Event description:
It was reported that the pump time was incorrect, cause was unknown. There was no adverse impact to the customer's blood glucose level. The customer declined assistance from technical support for updating the pump time, indicating they could manage the task independently.